Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl while wearing the pod on their leg between 5 and 24 hours. The patient had given themselves a bolus and there was no change in their bg levels. The pod was removed and leakage was noted. There was no medical assistance required. Treatment was resumed. The device evaluation found a tear in the cannula.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. No further post market investigation is required. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.